Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a pump error and failed battery test alarm after performing a self-test. Blood glucose was not provided at the time of the incident. The alarm was cleared and operation of rewind was performed but the motor operation sounded irregularly. Repeated self-test but the alarm recurred. It was also reported that the sensor would not get connection. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump rewinds properly. Insulin pump was received with normal operating currents. No unexpected failed battery test alarm noted. Pump error alarm (variableinfo=3) during self-test and confirmed in the insulin pump history due to broken trace on keypad assembly.